Manufacturer narrative:
Concomitant medical products: 429688 lead, implanted: (B)(6) 2013; w1tr03 crt-p, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted to the emergency room with cellulitis of the chest wall and sepsis. It was noted the patient had pain and swelling at the site of the cardiac resynchronization therapy pacemaker (crt-p) implant with subcutaneous edema overlaying the device. Blood cultures were positive for group b streptococcus and the patient was diagnosed with bacteremia and septicemia. The patient was administered intravenous antibiotics and the crt-p system was extracted and later replaced. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.